Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2013. This is a follow-up report to a medwatch submitted under manufacture report number: 9617229-2921-49812. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported of the right-side device: "possible rupture", "doesn't look normal", "thicker", "bulbous", "looks bigger and sags more", "difficult to lay on side and exercise", "lost nipple sensitivity", and "feels like a grapefruit inside". Later patient reported "peri-implant fluid". Later healthcare professional reported "textured implants" and "swelling". The device remains implanted.